Event description:
It was reported that following a fall patient experienced ineffective therapy, patients lead has high impedances. Patients other lead was providing therapy that was outside of the patients original pain pattern. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead with high impedances was explanted and replaced, and patients other lead was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.